Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's oxygen sensor had a malfunction. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer's complaint was confirmed. During the evaluation, the device failed test steps during testing and "service required" codes were observed in the ventilator's downloaded event log. The devices oxygen blending module board was replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator's oxygen sensor had a malfunction. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.